Manufacturer narrative:
On october 2025, we received supplier's investigation which conclude: "the review of the DHR did not indicate any deviations or irregularities. All process steps and tests were carried out in accordance with the valid specifications. As the product subject to complaint was not returned for investigation, a more detailed analysis of the root cause cannot be carried out. As a conclusion, no manufacturing or material defects could be proven, we can only take note of the complaint for statistical purposes and do not consider it to be justified." According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. A clinical assessment was performed and concluded: "double loop ureteral stent kits and seldinger guidewire are routinely used in urological practice. This type of medical device must only be used by trained and experienced professionals. The ifus emphasizes the need to introduce the guidewire with the flexible tip first and to advance it slowly and cautiously, under fluoroscopic guidance. Urinary tract perforation during guidewire use has been attributed to the stiffness of the guidewire flexible end by the complainants. Nevertheless, we cannot exclude iatrogenic causes in the event of procedural deviations from the IFU such as: - advancing the guidewire with excessive speed or force - introducing the stiff tip of guidewire first - introducing the ureteral catheter up to the kidney instead of ureteral meatus" a rmf evaluation was performed based on criq244, risk identified 12311, 12312 & 12315 (hazardous situation: guidewire cannot be positionned correctly in the patient body).the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was performed on guidewire for ureteral stents in vortek range, on the same defect "guidewire cannot be positioned correctly in the patient body", from august 2021 to august 2025: no similar case was found.

Event description:
According to the available information, the event was perforation related. No further information was provided.

Event description:
According to the available information, the event was perforation related. No further information was provided.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.